Event description:
It was reported that customer experienced cgm error during use of sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for performing pump reset, completed reset with guidance, confirmed error did not recur, and successfully started new sensor session.